Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's father reported a leak on the patient line during fill 1 of 4 during treatment. There was no alarm associated with the fluid leakage. The sample set was discarded. During follow up, the patient reported there are no serious injuries, complications, or infections. The patient's effluent remains clear. The patient was not prescribed any antibiotics. There are no adverse events reported at this time.